Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the coronary angiography diagnostic procedure was delayed for 15mins. However, the procedure was completed after a restart. The philips remote service engineer (rse) analysed the system remotely and confirmed that the fluoro pedal would not work. The rse reviewed the log files and found that there was an acquisition timeout error that occurred at the time of the event. The rse confirmed that the fluoro function was restored after rebooting the system. After restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay by restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.